Manufacturer narrative:
(B)(6). The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device stopped working during use. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was reported as unknown in the initial report. The date has been updated to (B)(4) 2017. The unique identifier( UDI) has been updated accordingly. The actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.